Event description:
The pt experienced increased spasticity. A pump alarm was sounding. Telemetry confirmed a critical alarm was occurring. The pump was in safe state as of (B) (6) 2009 and 1536. It was noted that the pt had a diagnostic ultrasound for kidney stones a few weeks ago, but nothing recently. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)